Manufacturer narrative:
Manufacturer ref# (B)(4). Occupation: non-healthcare professional. PMA/510k: k171712. Summary of investigational findings: as stated in the event description "when trying to use the device, it got stuck in the valve of the sheath so the rod that holds it broke off. This was all outside the patient, so it was never used", which was the primary/first information received regarding the complaint. However, additional information received later the user states that "they tried to use it but the rod broke off that holds the filter while trying to go through the sheath", which indicate that the reported failure occurred during use in the patient when the user was advancing the filter introducer through the introducer sheath. A new device was used to complete the procedure and no adverse effects on the patient was reported due to this occurrence. It was assessed that because any discovered non-conformances were properly dispositioned before qc release, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. According to instruction for use do not exert excessive force to advance the filter through the introducer system. There are adequate controls in place to ensure the device was manufactured to specifications. Based on the provided information it is unknown what have caused the femoral filter introducer to break. A possible cause could be that excessive force provided by user could contribute to the event. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: when trying to use the device, it got stuck in the valve of the sheath so the rod that holds it broke off. This was all outside the patient so it was never used. They opened up a new device to finish the case. Additional information received on 06oct2020: the customer states that they tried to use it but the rod broke off that holds the filter while trying to go through the sheath. Patient outcome: no harm to the patient.